Event description:
The customer reported that the wbc (white blood cell) bath of the coulter ac*t diff 2 analyzer had overflowed. The customer indicated that 15 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak due to sticking solenoids for pinch valves vl8 and vl10. The fse replaced the solenoids for vl8 and vl10 to resolve the leak. The fse also found a dirty vacuum chamber and probe wipe which were replaced as preventative measures. Failure mode of the leak is attributed to sticking solenoids for vl8 and vl10. (B)(4).